Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, not all staples formed properly. The case was completed with another like device. There was no patient consequence.